Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The bottom of electrical board particularly in the area of both battery connectors were heavily corroded. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The middle (enter) keypad button is cracked as well.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 317 mg/dl at the time of the incident. Customer was assisted with troubleshooting and the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.